Event description:
It was reported that during an irreversible electroporation ablation procedure using a sheath they temporarily loss left atrium access. The sheath was used for the transseptal puncture. When removing the dilator from the sheath a lot of force was required to remove the dilator which resulted in the loss of access. The procedure was completed using the original device with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5148840.